Manufacturer narrative:
The device has not been returned to olympus medical systems corp.(omsc) but was returned to (B)(4) for evaluation. (B)(4) inspected the device and confirmed the following; the device was able to operate the angulation slightly. The inside of the device was corroded and the cable support was disconnected. There was evidence of flooding inside the device from the control section. There was a leakage at the instrument channel due to perforation by endotherapy accessories. The exact cause of the reported event could not be conclusively determined, because the device has not been returned to omsc. However, based on the past similar cases and the above information, the reported event may have been caused by the angle wire being locked inside the angle coil and stuck, either due to pitch misalignment of the angle coil or due to corrosion of the angle wire inside the angle coil. The instruction manual provides preventive measures against the reported failure mode. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Event description:
Olympus inspected the device at olympus (B)(4) and found that angulation of the bending tube became locked in one position and could not disengage. There was no report of patient injury associated with this event.